Manufacturer narrative:
The quality documents accompanying the manufacturing process for the lead were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified.

Event description:
A revision was done on this lead due to low impedance (<200 ohms) and dislodgement. Lead was successfully revised and remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.